Event description:
Breast implant illness. Implanted in (B)(6) 2019, explanted (B)(6) 2020. Experienced many symptoms, all of which have either reduced greatly or disappeared after removal of breast implants (smooth mentor silicone). FDA safety report ID# (B)(4).